Event description:
Additional information was received that this patient underwent a changeout procedure and this product was explanted and replaced with a competitor's product.

Event description:
Boston scientific received information that this device declared a battery status of elective replacement indicator (eri) after experiencing two consecutive charge times that were outside of the extended charge time limit for the device. The patient will be scheduled for a device change out procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.